Manufacturer narrative:
Complaint statement (B)(4): we have no remaining inventory of the material/batch. We have no further complaints for the material/batch. Unfortunately, the customer samples were lost in transit by ups and were unable to be evaluated. A check of quality, production, and maintenance documents revealed no deviations in relation to the reported event. The cause of the event cannot be determined.

Event description:
Customer advised they are receiving reports of low glucose levels while using the item/lot. Customer stated they can provide product samples of the item/lot. Product samples were requested. Customer states, that they process but do not analyze the samples in house. They are sent out. A total of 4-5 patients' results have been reported for unusually low glucose levels, by three separate third party vendor labs. These were random, not fasting [glucose specimens]. The tourniquet is kept on for less than 60 seconds per sop. No visible hemolysis was noted. The tubes were correctly filled. The centrifuge used is pss602 select brand. It was inspected (B)(6) 2022 no issues noted. Samples sit at room temperature 30-60 minutes before centrifuging, and are centrifuged for 15 minutes at 3 rpm. They send the specimens out either same day express or next day express.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not obtained from the customer. Samples were only recently received and the evaluation is still in progress. As soon as the investigation of this event is completed, a supplemental report will be filed.